Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating console had a bad vitrectomy probe port and low extrusion. The procedure details have not been provided. There was no patient harm. Additional information received indicated that the console had bad circular plastic connectors (cpc) which resulted in decreased performance. The system presented with low aspiration in irrigation/aspiration mode.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event of connector issue. The nonconforming male pneumatic connector was replaced to resolve the issue. The company service representative did not replicate the low aspiration. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming male pneumatic connector. The root cause of the reported event of low aspiration could not be determined. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).